Event description:
A healthcare facility in france reported that the connector on an rt266 infant dual heated evaqua2 breathing circuit was cracked, causing it to leak. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4)for inspection. It was visually inspected and pressure tested for leaks. Our analysis is also based on previous investigations on similar complaints. Results: visual inspection revealed that the proximal connector collar of the returned expiratory limb was cracked. There was no visible damage noted to the evaqua tubing itself. The pressure test result was within specification and did not exhibit excessive leak. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The healthcare facility reported that the damage occurred after six days of use, which suggests that that the subject breathing circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A healthcare facility in (B)(6) reported that the connector on an rt266 infant dual heated evaqua2 breathing circuit was cracked, causing it to leak. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.